Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#: 1627487-2012-05939. It was reported, the charger and programmer could no longer communicate with the ipg. An sjm rep attempted to troubleshoot the issue but was unsuccessful. As a result, the pt's ipg was explanted and replaced. During the procedure, the pt's lead revealed invalid and high impedance when connected to the replacement ipg. The pt is without stimulation at the moment, and will undergo surgical intervention to address the lead issue.